Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/15/2016-device evaluation: the pump has been returned and evaluated by product analysis on 05/25/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the battery cap secured properly to maintain power to the pump; however, the pump powered on with a blank screen. Further technical analysis revealed a failure of the slave processor that caused the blank display. No intermittent conditions on the printed circuit board or other internal anomalies were found during testing. Unrelated to the complaint, the battery compartment was observed to be cracked. (B)(4).